Event description:
The pump was returned for investigation. Investigation revealed contamination under the down arrow and contrast keypad buttons, a cracked battery compartment, and a faded, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/13/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/13/2013 with the following findings: evaluation revealed that the keypad was intact; no physical damage was observed. The contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery. The up arrow, down arrow, and ok buttons responded appropriately. The keypad was removed and contamination was found under the down arrow and contrast buttons. Evaluation also revealed a cracked battery compartment. The display was found to be faded and discolored. A test display was used for investigation and was found to function appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).